Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
The physician implanted a "prot" gps self expandable stent during procedure in the right common iliac artery. It is reported that approximately 33.5 months post index procedure, the patient was treated with pta due to in-stent restenosis.